Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 16-nov-2016, an fse visited the customer facilities and checked the instrument's error log. The log showed a frequent hybrid-arm cup transfer errors and sample clogging errors. No no-tip acquired by sorter errors was observed. The fse adjusted all required hybrid arm cup transfer points, replaced the observed broken sample nozzle and eki board on the main arm. Instrument was working as intended at that moment. On 17-nov-2016, the fse returned to the customer location because the customer called about similar issues. The fse discovered problems with the main arm sampling and with the sorter. The fse completed the repair of sample nozzle, eki board and sorter, then tested the eki/sample board repair multiple times, and monitored for steady liquid level sensing and pressure detection (clogging). The instrument was functioning correctly. Customer ran controls & patients successfully. A review of complaint history for the next three (3) months after this ticket did not identify any further assistance requested by the customer related to the observed 2151and 2207 errors, therefore, no further action required by field service. The most probable cause of the reported event was a defective sample nozzle.

Event description:
On (B)(6) 2016, a customer reported obtaining multiple error codes including 2151: hybrid arm-cup transfer cup pickup failure and 2207: no tip acquired by sorter with their aia-2000 analyzer. These errors cause the analyzer to abort the runs. The customer was unable to run beta-hcg and afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.